Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences before being deactivated by the user 6 pulses after the end of second prime. The rotational sensor data showed that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. By the end of second prime, the ratchet gear had not rotated the expected number of pulses. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allowing the needle mechanism to deploy. Inspection of the drive mechanism found that the commutator cap was contaminated and damaged. The rotational sensor abnormalities were replicated during pod rerun. Due to the damage on the commutator cap being away from the line of contact between the rotational sensor spring and the commutator cap, the damage on the commutator cap could not be confirmed as the cause of the rotational sensor malfunction. The contamination on the commutator cap was confirmed to be the cause of the reported needle mechanism failure.